Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause. Circuit calibration and o2 sensor calibration performed. Afterwards, the machine was able to pass operational verification procedure (ovp) and had no unit problem detected, there was no fio2 errors while ventilating. Issue was resolved after exchanging the o2 sensor.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr replaced the o2 sensor. Performed circuit calibration and o2 sensor calibration. Afterwards, the machine was able to pass ovp (operational verification procedure) and had no fio2 errors while ventilating. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the belavista 1000 experienced an fio2 (fraction of inspired oxygen) concentration reading not stable, it seems to drop and come back up. The issue occurred during patient-use and the device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.